Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected vitros trop I es result was obtained from a single patient sample. The investigation determined that the sample involved was not processed in accordance with the tube manufacturer's recommendation. It is possible that cellular debris, due to poor sample preparation, may have been present in the affected sample, although, this could not be confirmed. There was no evidence to suggest an analyzer or reagent malfunction contributed to the event. A definitive root cause for the event could not be determined. However, pre-analytical sample processing cannot be ruled out as a contributing factor.

Event description:
The customer obtained a non-reproducible, higher than expected vitros trop I es result (0.180 ng/ml) from a single patient sample processed on the vitros eciq immunodiagnostic system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The affected patient result was reported out of the laboratory, and a corrected report was issued. The repeat trop I es result (repeat < 0.012 ng/ml) was reported for the affected patient. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).